Event description:
It was reported that, over the past year, this right ventricular (rv) lead exhibited an increase in shock impedance measurements, measuring from 83, 121, 119, and now at 136 ohms. No additional adverse patient effects were reported. This rv lead and competitor pulse generator remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).